Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection showed that the returned sample was covered with contaminations, no optical deviations on the optic could be found. The condition of the lens was consistent with one that has been explanted. A diopter measurement took place and was found according to specifications. (Diopter d=22.0) this is in compliance with the labeled dioptric power 22.0 diopter of this lot number. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient experienced an unexpected post-operative error of +1.25 diopters after implantation of an intraocular lens. The surgeon believes the lens was not labeled correctly. The intraocular lens (iol) was later explanted. No further information was provided.

Manufacturer narrative:
(B)(4). The device manufacturing records were reviewed and showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. Diopter measurement of the serial number was a size 21.8 diopter. This was in compliance with the labeled dioptric power of 22.0 diopter for this serial number. The routine manufacturing process has a 100% final optical inspection on the measurement image quality (miq) system. This process assures that the lens corresponds to the device labeling and the optical measurement data for a given lens serial number. Only one production order is measured at a given time at a work station. In conclusion, the batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.